Event description:
It was reported that pump malfunction occurred after customer loaded cartridge and snapped it in firmly, resulting in malfunction code being displayed and customer being unable to reset pump due to lack of power source or cable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the malfunction alarm was cleared and insulin delivery was resumed successfully.